Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened, ui pcba was detached and the receiver log was downloaded. A review of the receiver log found the customer complaint could not be confirmed because "screen recoverable error alarm" was not observed within the investigation window. A receiver functional test was attempted, unable to run functional tests because perpetual rebooting. However, the reported event of initializing screen without manual restart was could not be determined and\or confirmed because there were no indications of any "screen recoverable error alarm" ever happened within the investigation window. A root cause could not be determined.